Event description:
It was reported that this event occurred in the anesthesia department during insertion of the central venous catheter (cvc). "The cvc was placed under ultrasonic. The guide wire could not be removed after insertion of the catheter. Catheter and wire were removed together." As a result, the catheter and guide wire were removed together and a new cvc was used to complete the procedure successfully. There was a delay reported, however, there was no harm to the patient as a result of this delay. There were no complications, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k# provided is for a similar product that is sold in the us.